Manufacturer narrative:
"An unexpected transition to a system malfunction state can occur on the care station 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. " ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi (B)(4).

Manufacturer narrative:
(B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power control board and anaesthesia control board were replaced to fix the reported issue.

Event description:
The hospital reported that, during a case, lower screen flashed red with "internal malfunction: use alternative method of ventilating patient. The clinician turned the machine off and on again" and alarmed very quietly. The patient was then manually ventilated with no reported injury.